Event description:
On (B)(6) 2012, a patient was treated for a descending thoracic aortic aneurysm measuring 75mm in diameter, with gore® tag® thoracic endoprostheses. On (B)(6) 2013, the aneurysm measured 84mm. On (B)(6) 2014 a reintervention procedure took place whereby an additional gore® tag® thoracic endoprosthesis was implanted (tag3715/11174116).

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® tag® thoracic endoprosthesis instructions for use complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: reoperation.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® tag® thoracic endoprosthesis instructions for use complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: reoperation. Both of these fields should have been blank on the initial medwatch since the evaluation wasn't complete until 12/5/2014.